Event description:
The nurse stated that she set the bed exit from the right side because she knew the left scale pod was not operating correctly and alleged the pt walked away, fell and broke their wrist. The nurse stated that she could not attest to the bed exit being set properly because she stated that not all nurses know how to set the bed exit.

Manufacturer narrative:
The tech inspected the bed and found the bed exit could not be set from the left side. The tech stated, the bed exit would arm and alarm properly from the right side. The tech also found the bed scale was reading -25.0 pounds when the bed was empty. The tech replaced the left side scale pod to repair the bed.